Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable. Section d6b: if explanted, give date: not applicable. Section h3: other 81: customer photos were provided are evaluated. The photos display the suspect product original folding carton. The carton can be observed to be crumpled and bent, and with the seal torn. Due to no product received, no further evaluation could be performed. The manufacturing records review for this po shows that the units were released within specification. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue was not identified during photo evaluation. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the sterility of the preloaded intraocular lens was compromised. Additional information revealed that the packaging was crushed and the sterility seal was broken. A breach or potential breach in the sterile barrier of the device was noted. No further information is available.

Manufacturer narrative:
Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 07, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the handpiece was received in a sealed sterilization pouch; no sealing issues were observed with the pouch. The original folding carton was inspected revealing it was received damaged and with the white seal open. No further evaluation was performed. The complaint issue was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "sterility assurance concerns" was not identified during photo evaluation. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.